Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had occlusion. The customer stated that he was changing his infusion set and the insulin pump alarmed no delivery. The customer's blood glucose was 116 mg/dl. No troubleshooting done due to customer stated that the alarm was resolved by a complete set change. The customer was advised to call back if issue persists.